Event description:
Discordant troponin I (rti) result was obtained on a pt sample, generated on an immulite 2500. The sample was repeated and the result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant troponin I (rti) result.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant result was due to the sample level sense error. The cause of the sample level sense error is unk. The instrument is performing within specifications. No further eval of the device is required.